Event description:
Pt admitted for angioplasty from a nearby hospital due to severe sob and chest discomfort. Cardiac cath at that facility showed severe graft disease. During ptca procedure, the ptca balloon was inserted for the angioplasty. Once the balloon entered the vessel the balloon ruptured. Upon removal of delivery system, balloon was not intact. Balloon tip was visible using fluoroscopy in vessel. Several attempts were made with snares to retrieve balloon tip. Unable to retrieve but moved into previously dead vessel. Procedure completed. Pt stable and asymptomatic. Pt discharged home in 2009. Product: manufactured by medtronic, inc. Sprinter mx2 1.5mm x 6mm sprinter multi-exchange balloon dilatation catheter. 1.5mm. Reference: spr1506mx lot: 0000579959 2009-09. Dates of use: 2009. Diagnosis or reason for use: cardiac ptca with angioplasty.